Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the freestyle libre sensor. Customer reported consistently receiving a sensor scan result of 'lo' (reading <2.2 mmol/l) and not obtaining a comparative glucose result. Customer did not experience symptoms but contacted paramedics who transported him to a hospital. At the hospital, a reading of 'hi' (27.8 mmol/l) was obtained on the hcp device and customer was diagnosed with hyperglycemia and treated with insulin. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: (expiration date) and (device mfg date) were updated based on returned product download. Sensor (B)(4) has been returned and investigated. Visual inspection was performed on the returned sensor and no issues were observed. Data was extracted from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. The sensor plug was removed and the plug assembly was inspected, no issues observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. Extended investigation was also performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to libre readers. Therefore, no further investigation into the reader was required. Dhrs for the libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release.

Event description:
A low readings issue was reported with the freestyle libre sensor. Customer reported consistently receiving a sensor scan result of 'lo' (reading <2.2 mmol/l) and not obtaining a comparative glucose result. Customer did not experience symptoms but contacted paramedics who transported him to a hospital. At the hospital, a reading of 'hi' (27.8 mmol/l) was obtained on the hcp device and customer was diagnosed with hyperglycemia and treated with insulin. There was no report of death or permanent injury associated with this event.